Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device after firing. The lancet protruded beyond the end cap and accidentally stuck the customer. No adverse event or medical attention needed. Requested return of suspect device and replacement was sent.